Event description:
Patient reported they were seen by their dentist who believes the aligners cause cavities they have. The doctor stated that they should stop the byte treatment program and to continue with there aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.